Event description:
Report received of a programming error. The dose calculation function was not used. It was reported that the wrong unit of delivery was selected for a magnesium sulfate infusion. The delivery was selected for a magnesium sulfate infusion. The customer was unwilling to provide any additional info on the event, including pt specific info, whether the error resulted in an over or under-delivery of medication, or whether there was any adverse effect to the pt.